Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific crv received information that this right ventricular lead exhibited high impedance measurements and triggered a lead safety switch. There was also noise that was present in the daily measurements going back 5 months. The lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.